Event description:
Optimom revision.

Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history records to be reviewed.